Event description:
Tip of needle broke off during a rotator cuff procedure. The tip could not be retrieved by the surgeon. The exact implant date is unknown but it occurred within two days. No adverse consequences reported with the patient as a result of event. This device is used for treatment.